Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), after initiating the ligation phase of the harvest, the knife/blade would not extend and branches could not be ligated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), after initiating the ligation phase of the harvest, the knife/blade would not extend and branches could not be ligated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6)2020. A visual inspection was conducted on (B)(6)2020. Signs of clinical use and evidence of blood were observed on the tool and electrodes. It was observed that the bisector blade was stuck in between the electrodes. A mechanical evaluation was performed. The blue toggle switch was manipulated to extend and retract the bisector blade. It was observed that the blade could not extend and retract due to the bisector being stuck between the electrodes. Based on the received condition of the device and the evaluation results, the reported failure "mechanical issue" was confirmed.